Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was discovered the atrial lead was over-sensing noise triggering inappropriate mode switch episodes. No intervention or programming changes were made to address this issue. The patient was stable and will continue to be monitored.